Manufacturer narrative:
(B)(4). The lot number was identified upon sample receipt. The evaluation of the returned device is complete. Visual inspection noted the third septum had collapsed into the y-site. The reported condition was verified. A functional flow test was performed and revealed leakage at this y-site. The height of four locations in the y-site were measured and were found to be within product specification. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of an interlink system continu-flo solution set ¿separated from the hard plastic surrounding it¿. This occurred during infusion of a sedative for a bronchoscopy procedure and resulted in a large amount of solution leaking out. The reporter stated that the line was then immediately clamped, and a new line and IV solution bag were set up. There was no patient injury associated with this event. It is unknown whether there was medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow up report will be submitted.